Event description:
Caller reported the pt was dka and hyperglycemic. Meter provided a reading of >500 mg/dl and a lab test result was 126 mg/dl within 10 minutes. Pt was given insulin based on symptoms and adc meter reading. Later, the pt was found in a hypoglycemic state and required two doses of dextrose. The adc meter result vs. The lab result, when plotted on the parkes error grid fell into the 'c' zone showing the difference in values to be clinically significant.